Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has black screen and not ventilating with no alarm. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Correct contact address (B)(4). Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Event description:
The customer reported that the unit has black screen and not ventilating with no alarm. The customer reported that the unit was in use on patient, but there was no patient harm.